Event description:
The customer called to report that while wearing a pod, he experienced high blood glucose levels. He said that at 9:40 am on the day of the event, his blood glucose was 323 mg/dl. At 12:14pm, it was 494 mg/dl, and he ate 14 grams of carbohydrate and gave himself a 5.55 unit bolus. At 4:05 pm, his blood glucose was "high" (>500 mg/dl). He said he would be able to activate a new pod. He then spoke with his doctor, who recommended that he go to the hospital. He was given fluids to rehydrate and was released later that night.

Manufacturer narrative:
The returned product was evaluated, and no evidence of any manufacturing defect was found. An air bubble equivalent in size to 5-6 units of insulin was found in the reservoir. There was no indication that the user removed any residual insulin, thus the air bubble was most likely introduced during the original filling of the pod. The omnipod user guide warns, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery" and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery." It also warns, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask for healthcare provider for instructions on handling interrupted insulin delivery." Lot qualification records were reviewed, and the product lot met all acceptance criteria. An investigation into this issue was conducted and corrective action was implemented. Insulet will continue to monitor these complaint rates.